Event description:
It was reported that the procedure was to treat the left main and left anterior descending artery (lad). During the attempt to place the 2.25 x 08 mm promus stent in the calcified vessel, the stent became caught on the calcium and dislodged from the delivery system. The stent was successfully retrieved from the patient with no clinically significant delay. The procedure was completed with another device. The procedure outcome was considered successful and the patient status was fine following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible on the stent implant, balloon, shaft and in the guide wire lumen and contrast on the shaft, consistent with preparation and the sds being advanced into the patient anatomy. The stent implant had dislodged from the balloon and was returned, confirming the reported dislodgement. The proximal and distal ends of the stent implant were mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The stent implant outer diameters could not be measured due to the damage noted. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified contributed to the reported failure to advance. Additionally, an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. There was no damage noted to the sds or stent prior to use, which suggests that a product deficiency did not contribute to the reported difficulties. Subsequent interaction during manipulation within the lesion would have then led to the stent dislodgement. The dislodged stent was successfully removed from the patient anatomy which likely contributed to the noted stent damage. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Based on the electronic lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.